Manufacturer narrative:
The insulin pump passed the operating current, unexpected restart error test, and displacement test, but there was a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. They were unable to perform the occlusion, prime/compromised force sensor system, and excessive no delivery test due to the compromised force sensor system alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. The insulin pump was replaced.